Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient had pain at the ipg site. The patient had surgery on (B)(6) 2025 to reposition the ipg to a different site to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.